Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 1 burst of inappropriate anti-tachycardia pacing (atp) and fifteen electric shocks for what appeared to be supraventricular tachycardia (svt) with rapid ventricular response (rvr). Device remains in service. No additional adverse patient effects were reported.